Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional ht command es device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified left fibular artery. A 2.5x200mm armada 14 percutaneous transluminal angioplasty (pta) catheter had difficulty being inserted onto a command 14 guide wire, and the devices faced resistance with each other during positioning. The pta balloon would not maintain inflation. A 2.5x120mm armada 14 pta was used with the same command guide wire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional testing was performed on the returned balloon dilatation catheter (bdc) which identified a balloon puncture and a dislodged balloon marker. Follow-up with the site confirmed the correct device was returned; however, the site was unaware of the balloon puncture and dislodged balloon marker. The reported difficulty to insert, difficult to advance the guide wire and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The device was prepped prior to use without any leaks or issues noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance, difficulty to insert, and leak appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement the bdc encountered resistance with the heavily calcified anatomy reducing the clearance between the devices causing resistance. Manipulation against resistance likely caused the balloon and inner member to bunch resulting in the difficult to insert and advance the guide wire through the lumen and the noted kink on the outer member. The noted bunching on the balloon likely led to the reported leak/balloon rupture during inflation attempts. The inner member likely stretched during retraction causing the balloon marker to shift from the intended location. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no corrective action is required.